Event description:
It was reported that this pacemaker exhibited oversensing and pacing inhibition greater than two seconds. Technical services was consulted and it was believed to be caused by electromagnetic interference (emi). The lead trends were observed stable. Currently, this pacemaker remains in service and no additional adverse patient effects were reported.